Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards surgical valve in the pulmonary position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reasons. The tpvr procedure was successfully performed with a 29mm 9600tfx transcatheter valve.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 29mm 3000 pericardial valve in the pulmonary position underwent a valve-in-valve procedure after an implant duration of 16 years, two (2) months due to mild valve stenosis and free pulmonary insufficiency. The patient presented as tired and short of breath while ambulating. The tpvr procedure was successfully performed with a 29mm 9600tfx transcatheter valve.